Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay ver. 2 on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 13.5 ng/l. The sample was repeated six times, resulting in the following values: 41.3 ng/l, 78.6 ng/l, 86.5 ng/l, 44.8 ng/l, 87.6 ng/l, 45.3 ng/l. The 45.3 ng/l value was reported outside of the laboratory. The customer noted that the first value was measured when there were approximately 12 tests remaining in the reagent pack. The first repetition was performed using this same pack. The pack was then changed and all high values were measured with the new pack. Controls were successful on both packs. The troponin t reagent lot number was 566611, with an expiration date of 31-mar-2023.

Manufacturer narrative:
The analyzer maintenance records were observed and no abnormalities were found. The last calibration occurred on 27-jul-2022. All control results were within specified ranges. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. A reagent problem could be excluded.